Event description:
Reporter indicated that the patient's generator battery was " completely dead," which indicated the generator could no longer be interrogated. Patient underwent vns generator replacement. Manufacturer in-house programming setting indicated that the patient was set to 5 hz since 2005.

Manufacturer narrative:
Labeling indicates that setting the pulse frequency to 5 hz or below will cause excessive drain on the generator's battery. Device malfunction is suspected but did not cause or contribute to a death or serious injury.